Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on posterior assessed as fold flaw opening. ¿ other technical: no observed particles in the fill channel. Additional observations: ¿ crease fold and wear abrasion observed on the device. ¿ brown particles observed inside the device. ¿ yellow particles observed outside the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional later reported "particles in valve". The device has been explanted and replaced.

Event description:
The device has been explanted and replaced.